Event description:
It was reported when using the bd vacutainer® edta 2k luer-lock the rubber hub does not move back in place after removing the tube which is causing leakage/massive blood spill. The following information was provided by the initial reporter. The customer stated: ¿rubber hub on causes leakages rubber hub does not move back in place after removing the tube which is causing leakage/massive blood spill. The issue has been seen on the majority of the units in this package.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to leakage as all samples met specifications. Additionally, 24 of the 48 retention samples were evaluated by functional testing, undergoing both holder leakage testing as well as torque testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k luer-lock the rubber hub does not move back in place after removing the tube which is causing leakage/massive blood spill. The following information was provided by the initial reporter. The customer stated: ¿rubber hub on causes leakages rubber hub does not move back in place after removing the tube which is causing leakage/massive blood spill. The issue has been seen on the majority of the units in this package.¿